Event description:
It was reported that the 9900 system had no image and an error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.